Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker exhibited a telemetry anomaly and prevented remote transmission from occurring. No further information was available.

Event description:
New information received notes the patient presented for a follow up (B)(6) 2019 which revealed normal function. Remote transmissions were working without difficulty. There were no symptoms reported during the encounter and the patient left the clinic in no distress with no complaints.